Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on, went offline in remote support services and had black screen. The customer tried to reboot, but the problem was not resolved. However, there were no delays or adverse events or injuries reported based on this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not booting up due to failed boards in drawer 5. A field service engineer (fse) tested drawer controller for drawer 5-2 and confirmed it was bad. Then the fse replaced controller board and module board for drawer 5 and the station booted. The system functioned as intended after the field service engineer repaired the device.